Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep is unaware of any externa l/environmental/patient factors that may have caused or contributed to the high impedances. The patient denied any kind of fall or trauma. The cause of the high impedance was not determined. The patient has an appointment with their current pain management doctor on (B)(6) 2025 to discuss a potential revision. The issue is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Healthcare provider reported patient is having issue with the stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2021 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was seen for reprogramming of their spinal cord stimulator however, after a routine impedance check it was noted all electrodes at 40000. The patient stated that they started having issues with it about a year ago and eventually stopped using it altogether. The patient denies any falls or trauma that may have led to this issue. The patient did say that when the stimulator was working that they were getting about 50% pain relief. Unable to provide any new programs as all contacts are unusable. Patient has an appointment with healthcare provider (hcp) to discuss potential revision on (B)(6) 2025.